Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 23:17:24. During night drain cycle three, the patient's ultrafiltration reading was 2167ml, indicating the home patient drained 2167ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received functional testing. A visual inspection was performed. A short simulated therapy was performed. Upon conclusion of the investigation, the cause of this issue was determined to be use error caused by tidal total ultra filtration (uf) removal set too low. The homechoice and homechoice pro apd systems patient at-home guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.